Event description:
The initial reporter received questionable total protein, calcium, alanine aminotransferase (alt), and aspartate aminotransferase (ast) results for one patient sample tested on the cobas 6000 c501 (ul) v. The initial results were reported outside of the laboratory. The initial total protein result was 1.9 g/dl with a repeat result of 6.9 g/dl. The initial calcium result was 5.8 g/dl with a repeat result of 9.4 g/dl. The initial alt result was 11 u/l with a repeat result of 38 u/l. The initial ast result was 10 u/l with a repeat result of 36 u/l. The reagent lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The customer reported that their calibrations and qc were acceptable prior to the event. The patient sample was centrifuged at a different facility. The patient sample was poured off at this facility and provided to the customer for measurement. The alarm trace was requested but not provided. The field service engineer (fse) replaced the slider and bearings for the sampling mechanism and replaced the valve assembly. He also adjusted the sampling mechanism, retightened the reagent syringe barrel, decontaminated the vacuum bottle, and adjusted all of the rinse volumes. The fse performed a hardware check by test performance and precision tests for the affected assays. The results were all acceptable. The customer performed calibrations and qcs with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.